Event description:
It was reported experiencing a cadd cleo with bent cannula that resulted in elevated glucose levels. The patient glucose reading of 218 mg/dl and endorsed symptoms of nausea and a headache. Upon removal, it was observed that the cannula was bent in half. It was further noted that the cannula had exited the subdermal layer and was positioned on the external layer of the skin. There was a patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.